Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a multiple pump error alarm, power error detected alarm and stuck buttons. The customer¿s blood glucose level was unknown at the time of the incident. The customer was able to successfully not clear the alarm. The customer was able to complete insulin pump rewind. Customer stated the alarm did not occur immediately after a battery change. Customer was advised the insulin pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump error 63 alarm confirmed in the device history due to problem isolated to the electronic assembly noted. Device passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. No pump error 68, no pump error 49, no pump error 44 and no pump error 23 alarm during testing. All buttons functioning properly no damage on the keypad assembly. The power management tool confirmed the unloaded voltage and loaded voltage was within spec range. No power error 25 noted during testing or in the device trace download.